Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was non functional. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Unable to confirm the as reported observation with testing of the product return.

Event description:
A report was received that the patients ipg was non functional. The patient underwent an explant procedure.

Event description:
A report was received that the patients ipg was non functional. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.